Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump was not accurately delivering insulin. The patient claimed that on (B)(6) 2012, she noticed that the bolus history was inaccurate. According to the patient, there were gaps in the bolus history. When she reportedly subtracted the bolus given and the basal, the patient noticed a discrepancy. Since (B)(6), 2012, the patient indicated that she had two blood glucose (bg) excursions. In one instance, the patient reportedly had a bg level of '530 mg/dl' with no symptoms. The patient did not reported having the need to seek or receive medical treatment because of the alleged issue. After changing her site/set and performing the rewind/load/prime steps, the patient claimed that the pump correctly identified the insulin total. She denied having site issues or air in the tubing. The patient was able to verify that all her settings were correct. The alleged issue was not resolved with troubleshooting. However, the patient refused to return the pump to anm for investigation. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an inaccurate bolus history issue that was not resolved with troubleshooting. The patient also claimed that the pump was not delivering insulin accurately and she developed a bg level suggestive of severe hyperglycemia. However, at this time, it is unclear if a pump issue and/or use-error contributed to the patient's injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate bolus record issue was not verified in the black box or duplicated in the devaluation. Review of the black box data found no discrepancy between the total bolus delivery and the total daily delivery history, for the three days before and after the complaint date. Using the returned battery cap the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. Audio and normal bolus were executed and recorded correctly. Total deliveries for the 24-hour exercise and the bolus exercise were correctly capture by the pump.